Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced hyperglycemia of 26 mmol/l. The customer declined to troubleshoot the issue since it was due to bent cannula. The customer reported that he was in hospitalized due to stomach flu. Troubleshooting was not performed. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.